Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that patient admitted to hospital event on (B)(6) 2024 . The blood glucose level was 15 mmol/l. Hospitalization/emergency medical treatment was required due to high blood glucose value , dka seizure and diabetic coma . Therefore, patient was treated with IV insulin drip. Customer replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
E1: patient city: hertfordshire. Patient country: united kingdom.